Event description:
Same case as: 2134265-2012-05497. It was further reported that in (B)(6) 2007, during the index, the de novo target lesion 1 was located in the mid left anterior descending (lad). The lesion was 75% stenosed, 3.0mm in diameter and 20mm long. The lesion was treated with predilation and placement of a 3.0x28mm taxus express2 stent. Post dilation was performed. Residual stenosis was 0% with timi-3 flow remaining unchanged throughout the procedure. The de novo target lesion 2 was located in the 1st diagonal. The lesion was 75% stenosed, 3.0mm in diameter and 10m long. The lesion was treated with placement of a 3.0x16mm taxus express2 stent. Post dilation was performed. Residual stenosis was 0% with timi-3 flow remaining unchanged throughout the procedure. The patient was diagnosed without symptom and was discharged on bayasprin, panaldine and pletal 3 days later.

Manufacturer narrative:
Update: date of birth, patient sex, describe event or problem, relevant tests/lab data, other relevant history, if implanted, give date. (B)(4).

Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient expired. Details of the index procedure when the taxus stent was implanted lesion are unknown. In (B)(6), 2011, it was noted the patient expired. The patient's family informed the site of the patient's death.

Manufacturer narrative:
Implant date: 2007. Device is a combination product. Device evaluated by manufacturer- it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).